Event description:
It was reported that the pace sense portion of this right ventricular (rv) lead was capped and surgically abandoned due to unknown reasons. Another right ventricular (rv) lead is being used to provide the pace sense features. No further information was available regarding this rv lead. No additional adverse patient effects were reported. At this time, this lead remains in service.